Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Detailed analysis did confirm the reported observations helix difficulty based on the helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the helix popped out of the lead and was not smooth which caused the lead to dislodge so the physician requested a new lead. No adverse effects to the patient.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the helix popped out of the lead and was not smooth which caused the lead to dislodge so the physician requested a new lead.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.